Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital with one of the lead eroding through the skin. When the pocket was opened, infection was noted. The system was explanted and a temporary system was implanted. Antibiotics were prescribed. A new system was implanted on (B)(6) 2018. The patient was stable throughout the event.

Manufacturer narrative:
Analysis was normal. No anomalies were found.